Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician confirmed the device had been tampered. The speaker wire is ripped off from speaker; therefore, cannot test for sound. The speaker was replaced. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to damage caused by tampering.

Event description:
During product evaluation, the bench repair technician found no audio/no sound on the mx40 telemetry device. The device was not in use on a patient at the time of event, there was no patient involvement.